Manufacturer narrative:
Batch review performed on 27 mar 2026. Lot 2407628: (B)(4) items manufactured and released on 17-april-2024. Expiration date: 2029-april-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Revision surgery after 11 months after primary due toinstability in flexion and the cause is unknown. No trauma was reported. The surgeon revised the insert from a 10mm to a 14mm to address the instability. The surgery was completed successfully.